Event description:
Investigation revealed that the keypad buttons were intermittently responsive. There was no damage found to the keypad cover. The keypad cover was removed and contamination was found under the button key contacts. The display screen was also dim and the letters had a red hue. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 06/08/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/08/2015 with the following findings: the returned battery cap used for testing. Investigation revealed that the keypad buttons were intermittently responsive. There was no damage found to the keypad cover. The keypad cover was removed and contamination was found under the button key contacts. The display screen was also dim and the letters had a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6)